Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the result was negative. A patient was not allowed to attend a conference. There was no other patient impact reported. (B)(4). The following information was provided by the initial reporter: " customer states the name of facility is (B)(6). -customer problem: customer reports getting two false positives when using cat 256082. Per customer, she got a rapid test within 3 days of attending, which was negative and customer can't provide any additional information. Customer was attending a retreat an upon arrival was tested again and the result was positive twice. Per customer, facility had another covid test and she got tested using the other method and result was negative. Due to conflicting results, customer could not stay at retreat. After leaving facility, customer got tested again at an ER and the result was negative. This test was pcr. "

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the result was negative. A patient was not allowed to attend a conference. There was no other patient impact reported. Eua#: (B)(4). The following information was provided by the initial reporter: "customer states the name of facility is (B)(6). Customer problem: customer reports getting two false positives when using cat 256082. Per customer, she got a rapid test within 3 days of attending, which was negative and customer can't provide any additional information. Customer was attending a retreat an upon arrival was tested again and the result was positive twice. Per customer, facility had another covid test and she got tested using the other method and result was negative. Due to conflicting results, customer could not stay at retreat. After leaving facility, customer got tested again at an ER and the result was negative. This test was pcr. "

Manufacturer narrative:
Eua # (B)(4). Investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. The investigation did not find a root cause for the false positive results that was observed by the user. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. No return samples were received by the customer. No return sample analysis could be performed. A device history review could not be completed as no batch number was provided. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) (B)(4) is already initiated to investigate the root cause and some mitigation actions are already being addressed.